Event description:
The customer reported via phone call that they had several failed battery test alarms. The customer stated they have tried multiple batteries. Customer also reported the insulin pump had a humming noise with a blank display. The customer's blood glucose was 328 mg/dl. Customer treated their blood glucose with a manual injection. The customer reported experiencing high blood glucose for several weeks. It was also found the customer's insulin pump had a hair line crack at the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded battery cap contact noted. No unexpected humming or audio noise anomalies, failed battery test alarms and blank display anomalies noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and off no power tests. The operating currents are within specification. The insulin pump has cracked battery tube threads, cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and broken belt clip slot.